Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device remains in patient. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported by a patient that he had undergone a left shoulder rotator cuff repair using arthrex tigertape and an arthrex swivelock. Patient also had a mumford procedure on his ac joint and the surgeon also cleaned up a partially torn biceps. Almost immediately patient because to have a reaction which was initially thought to be from the bandage adhesive tape. This was treated with over the counter benadryl and cream. The reaction spread to other areas of his body and treatment was changed to clobetasol cream. Patient also washed all clothing in case there was any residue of the adhesive that had rubbed off on clothing. Reaction continued to worsen and a new dermatologist test patient for adhesive sensitivity. Results showed he had a very mild sensitivity to adhesive, not enough to be causing the reactions occurring around his body. At a follow up visit the surgeon removed the exterior sutures and the reaction subsided slightly. Tried weaning off the clobetasol and benadryl but symptoms worsened. Symptoms seem to appear in any areas which receive friction of any sort, such as underarms, waistband area, etc. Patient does recall approximately 15 years prior having a right shoulder procedure and developing a reaction that was originally thought to be from betadine. Stitches began popping through his skin and when the surgeon pulled out the stitches that had protruded the reaction symptoms resolved. This leads patient to believe that sutures (which are a component of the swivelock, as well as the tigertape suture) may again be the cause of his reaction symptoms. Additional information obtained 3/12/19: implant part number ar-2324bcc, sutures anchor, biocomposite swivelock c, closed eyelet, lot 10258803. Material composition for all components has been provided to patient. Additional information obtained 3/21/19: patient reported that he is still experiencing the rash. He had stopped the clobetasol cream and it came back 2 days later. Patient has also provided a pathology report. Findings indicate lichenoid dermatitis with eosinophils. Changes are noted to be compatible with a lichenoid drug, an allergic contact dermatitis or a lichenoid reaction to a foreign body. Patient noted that after consultation with his dermatologist indications are pointing to the implant being the cause of his persistent dermatitis. Patient is scheduled to see an allergist and will communicate his findings.